Event description:
The patient was treated for a severe tetraparesis with clinical signs of myelopathy with a plate. Decompression laminectomy was done in c1, c1-c2 were not reducible and construct was performed from c0 (occiput) to c4. It was also noted that the surgeon had tried pre operatively and intra operatively to reduce c1 and had been unsuccessful. Three months post-op, the screws had pulled out from occiput. Five months post-op, a revision surgery was done to replace screws by occipital hooks. In post operative period (date unknown), one nut of the occipal hook loosened.

Manufacturer narrative:
Review of radiographic images show occiput to c3 fixation with occipital hook fixation. Hooks appear dissociated with rod at occipital rod interface on one side. C2 pedicle screws, c3 laminal hoods in good position.

Event description:
It was reported that the nut came off the hook an unknown time post-op. The patient returned to the surgeon and may require a revision surgery. To date, a revision surgery has not been performed.

Manufacturer narrative:
Review of x-rays and MRI pre-op show cord compression between odontoid and c1 posterior ring due to c1-c2 instability. Initial post-op films occiput to c4 shows 80% reduction with c1 laminectomy. Subsequent images show pull out of all occipital screws the reoperation with occipital screw hooks and improved alignment.

Event description:
Customer reportedly received results of 1.2 mmol/l on compact plus system 1 and 7.6 mmol/l on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.